Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance records, quality and no deviation was found for this batch. The photo made available by the client for evaluation allowed an investigation to be made and the probable root cause for the incident to be determined. According to the verification of the production history the cause for the occurrence is related to an operational failure during setup and thread cleaning, where a needle from the previous catalog (0.70x30) was packed in the 0.80x40 needle batch.

Event description:
It was reported that a ser plastipak 5ml ll 40x8 al had a mix of product type in a pack before use. The following was reported by the initial reporter: "during the packaging of batch 41173 of dacam code 40500, in the packaging stage a foreign needle is detected accompanying one of the syringes with the code mcr17044. In the case of the foreign one, in addition to the color that should be green, it is detected that its size changes. The syringes are inside a box identified with the same supplier code and lot, so it is understood that the mixture comes from the supplier's packaging process. No other unit of material mcr17044 with the same defect was detected during the conditioning process of batch 41173 of dacam finished product. The exception report is generated once the documentation corresponding to the conditioning of the batch dacam 41173 is received, due to this there is a delay in the number of days from when the nonconformity is reported until it is generated in the system."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)

Event description:
It was reported that a ser plastipak 5ml ll 40x8 al had a mix of product type in a pack before use. The following was reported by the initial reporter: "during the packaging of batch 41173 of dacam code 40500, in the packaging stage a foreign needle is detected accompanying one of the syringes with the code mcr17044. In the case of the foreign one, in addition to the color that should be green, it is detected that its size changes. The syringes are inside a box identified with the same supplier code and lot, so it is understood that the mixture comes from the supplier's packaging process. No other unit of material mcr17044 with the same defect was detected during the conditioning process of batch 41173 of dacam finished product. The exception report is generated once the documentation corresponding to the conditioning of the batch dacam 41173 is received, due to this there is a delay in the number of days from when the nonconformity is reported until it is generated in the system."